Manufacturer narrative:
Follow-up # 1 (05/26/2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6), 2011. Evaluation was not able to confirm the alleged issues; therefore, the tests passed with no faults found. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter continued to display the apply sample message when trying to perform a blood glucose test. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 9am. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. About an hour after the start of the alleged issue, the patient claimed she felt cold, clammy and shaky. The patient denied receiving medical treatment. At the time of troubleshooting, the cca walked the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.